Event description:
It was reported that during deployment of the transcatheter aortic valve, a computed tomography (CT) revealed block of calcification (~6-7mm) was identified at the left coronary cusp and a smaller one at the non-coronary cusp. Pre-dilation was performed with an 18mm semi balloon, which was pushed toward the ascending aorta twice. The valve was deployed and appeared compressed. The valve was deployed a second time and the valve appeared better. The valve was deployed and the valve dislodged towards the ascending aorta at the moment the paddles were released. The valve moved 8-10 mm with the gold markers landing just below the coronary ostias. No coronary occlusion was noted. Conversion to surgical intervention was considered, with the surgeon planning to attempt repositioning the evolut under direct vision or, if not possible, to implant a surgical aortic valve replacement. A post-dilatation due to lack of alternatives for the patient was planned.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the first deployment attempt, the valve appeared compressed and shallow. The second d eployment was positioned deeper because of the probable post-implant balloon dilation; however, the post-implant dilation was not performed because the valve dislodged immediately at the final release of the paddles. Surgical intervention was performed.